Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered baclofen with an unknown dose and concentration. The reason for use was not reported. It was reported that there was a symptom return. A roller study was performed and it was ¿not successful.¿ there were no environment al/external/patient factors that may have led or contributed to the issue. Surgical intervention did not occur, but it was planned and scheduled for (B)(6) 2018. The issue was not resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the hcp would have no further information for the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving 2000 mcg/ml gablofen at 96.1 mcg/day. The patient had increased spasticity and was now walking with a cane. The patient had denied all environmental, external, or patient factors that may have led or contributed to the issue. The pump pocket was opened and the cap was aspirated easily. The catheter appeared to be working. They used fluoroscopy and contrast to see if there was a leak or tear, but nothing was noted. The pump read no issues. The pump and catheter subsequently stayed in the patient. It was unknown if the event was resolved. No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-aug-28. It was reported that the patient had a catheter port dye study on (B)(6) 2018. On the study there was no dye seen in the epidural or intrathecal. She had surgery for revision on (B)(6) 2018. The cause of the catheter kink was not determined. The event was resolved. There were no further complications reported/anticipated.

Event description:
Additional information was received from a consumer indicated she was currently receiving baclofen at 32 mcg/hour. It was reported the patient had an emergency surgery done because the pump was not delivering medication as intended because the catheter kinked. The healthcare provider (hcp) did not replace the catheter, he just un-kinked it. It was asked and unknown if the change in therapy/symptoms was sudden or gradual. The event date was(B)(6) 2018. No further issues were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# n773980005 implanted: (B)(6) 2018explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial lot #: n773980005, ubd: 12-dec-2019, UDI#: (B)(4). H6. Device code: c62897 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported they had a catheter revision 100 days after the pump was implanted because the pump and the catheter disconnected from one another and the surgeon said the catheter was probably broken and leaking for quite some time (about a year and a half). It was reported the neurologists did not pick up on it and continued increasing the amount and dosage of the medicine because 'things weren't working for me¿. It was noted the new surgeon said that it was not therapeutic anymore, and they did not catch it. It was reported the pump had three more years on it and the fact that the doctor got the pump and the catheter out was amazing after having it for five years. It was noted they originally went in there to see what was going on, because they thought it may be the pump itself, but then found the pump was working just fine. They also just replaced both components so the patient would not have to go in for another surgery three years from now. It was reported the patient knew it was common for pain pumps ¿because of the morphine getting granular in the catheter¿, but the doctor said it was cracked at the elbow and it was put at l1 instead of t12. The doctor reported that it was really rare to have the catheter cracked at the elbow (where it goes up the spine), but did say he felt it was more of the original surgeon that put it in.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.